Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range shock impedance was observed. Noise was also noted on custom channel indicative of possible lead fracture. Lead was explanted. Patient was well after event.